Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an alert 38 motor stall after a prior occlusion alert, then performed a dry run and changed all infusion supplies, after which insulin delivery successfully resumed; device identifiers for the replaced components were provided. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included restoration of insulin delivery without medical intervention or hospitalization. Investigation included review of device notifications and guided troubleshooting with supply removal, dry run, and full supply replacement. Investigation of this case revealed a stalled motor condition associated with an occlusion that was resolved by replacing the cartridge, connector, and related disposable components, with normal function confirmed on resume. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable supply-related occlusion leading to a temporary motor stall.